Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a qdot micro¿ catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax's surface. Initially, it was reported that the ngen would stop ablation and display "temp slope too high". To troubleshoot, the cable was replaced without resolution. When the catheter was replaced, the issue was resolved, and the procedure was continued. No adverse patient consequence was reported. The high temperature issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device and per the evaluation completion on 12-jun-2024, there was reddish material and a hole on the pebax's surface. The hole on the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was 12-jun-2024.

Manufacturer narrative:
The product was returned to biosense webster (bwi) for evaluation. Visual inspection, irrigation, temperature and impedance test of the returned device were performed following bwi procedures. Visual analysis revealed that there was a reddish material and a hole on the pebax's surface. The irrigation test was performed, and no obstructed holes were observed. The temperature and impedance test was performed and there was no issues observed. The temperature and impedance values were observed within specifications. A manufacturing record evaluation was performed for the finished device number lot 31254530l and no internal actions related to the complaint were found during the review. The damage and reddish material in the pebax could be related to the high temperature issue reported by the customer. The issue was confirmed. The potential cause of the pebax damage could not be conclusively determined. The instruction for use (IFU) of the device contain the following recommendations: when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body; do not scrub or twist the distal tip electrode during cleaning. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).